Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (24m084av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
During a thrombectomy procedure to treat an acute ischemic stroke on (B)(6) 2026, the 5mm x 37mm embotrap iii revascularization device (et307537 / 24m084av) was impeded in the middle section of the 150cm x 5cm prowler select plus microcatheter (606s255x / 31530961) and could no longer be advanced. The physician removed the embotrap device and the microcatheter from the patient and replaced them with devices from other manufacturers to complete the procedure, which was reportedly prolonged by about 10 minutes. There was no report of any negative impact on the patient. On 09-feb-2026, additional information was received. The information indicated that the procedure was targeting an occlusion in the m1 segment of the left middle cerebral artery (mca). Adequate continuous flush had been maintained through the microcatheter. When the embotrap device was removed, there was no physical damage noted on the stent cage component. No damage was noted on the microcatheter. The information confirmed there was no negative impact on the patient and the physician did not consider the 15-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 5mm x 37mm embotrap iii revascularization device was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. Microscopic inspection was performed on the embotrap iii device. It was observed to be in good condition with no structural damage (i.e., no broken struts, no kinks, and no damages on the outer and inner cages). Functional test was performed. The associated 150cm x 5cm prowler select plus microcatheter was flushed with a lab sample syringe. After flushing, the embotrap iii device was introduced into the microcatheter, and it advanced smoothly without any resistance or friction through the entire microcatheter. The issue reported regarding the impeded stent could not be confirmed as the embotrap iii device was able to be advanced and retracted from the associated microcatheter without issues. It is possible that other factors may have contributed to the impeded condition experienced. There is no indication that this complaint was a result of a defect or malfunction the embotrap device. A review of the manufacturing documentation associated with this lot (24m084av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instruction for use (IFU) contains the following: ¿ remove the insertion tool with the preloaded device from the packaging hoop, taking care not to accidentally retract or advance the device from the insertion tool while doing so. ¿ insert the distal end of the insertion tool through the rhv of the microcatheter and wait until fluid is seen exiting the proximal end of the insertion tool, confirming that the device is flushed. Advance the insertion tool until it is fully seated in the hub of the microcatheter. Fully tighten the rhv to hold the insertion tool securely in position. ¿ confirm that the insertion tool is fully seated in the hub of the rhv before proceeding to advance the device. Advance the device until at least half of the shaft length has been inserted into the microcatheter, at which point the insertion tool may be removed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 11-mar-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.